Event description:
It was reported the customer had a shot and blood glucose was in 600 mg/dl for a week. Customer stated the doctor did adjust the bolus settings. Customer stated his blood glucose was in the 80 to 250 mg/dl range. Customer reported sensor accuracy issues and the insulin pump going into threshold suspend. Customer declined troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.